Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device won't pass opcheck as it doesn't recognize that the therapy cable is connected. There was no patient involvement.